Manufacturer narrative:
The complaint device is not available for a physical evaluation. It was reported that the sutures were in contact with the expressew. It is a possibility the instruments used were sharp causing the suture to break. However this cannot be confirmed without actual device evaluation. A batch record review has been conducted and the results indicate that this batch of product was processed with one unrelated incident with no link to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch numbers for two other implants: 1221934-2016-10088; 1221934-2016-10090. (B)(4). The lot expiration date is currently unavailable.

Event description:
All attached orthocord broke during a rotator cuff repair. The procedure was completed with same like product with 60 minute delay. Additional information received via email from the affiliate on 2-26-16: the surgeon was tying sutures and just lightly tugging on it when the suture broke. The orthocord came in contact with the expressew iii auto capture. 5 anchors were used to complete this procedure. There was no comment from the surgeon about being satisfied with the fixation.